Event description:
Information was received by a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that sometime between (B)(6) 2017, the patient started having trouble charging their ins past 1/4 charge and started feeling a current going through their body. The patient's therapy has been on 24/7 and the patient would charge one to two hours with all of the coupling bars but the charge would not go above 1/4 charge. They requested for a manufacturer representative (rep) to meet with the patient. They were redirected to the doctor to schedule an appointment with a rep. No further complications were reported or anticipated.